Event description:
The pt was in labor and had an epidural anesthetic. After delivery, the epidural catheter was to be removed. Upon removal, of the catheter by the crna, much resistence was felt. The pt was repositioned & further attempt was made to remove which was unsuccessful. The pt was repositioned again and further attempt was made to remove which was unsuccessful. The crna held continuous tension and felt it move and then it snapped out of the pt's back. The wire was hanging out of the catheter and the tip was missing. The crna cleaned the site, applied a bandaid, informed the pt on what had happened and notified the attending physician. Arrangements were made with a neurology group to contract pt the day after d/c for further care.